Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, walked the caller through the process, and successfully resolved the issue without further errors, allowing the caller to start their sensor session.